Manufacturer narrative:
The reported issue of dim segments was confirmed on 1 out of 2 returned boards. One pcb could not be tested due to channel error 210.5020 displaying once the cad pcu was powered on. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Review of the s/n (B)(4) service history record showed the device had a manufacture date of 05/23/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/29/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. P/n tc 10004754. Only display board assemblies was received for investigation.

Event description:
It was reported that the display board is replaced due to having a dim segment. There was no patient involvement.